Event description:
Capsule failed to attach and was found in the nose. The pt did not suffer any consequences and the nurse who reported the event believed the problem was due to the doctor's technique in deployment.